Event description:
It was reported that during a lobectomy procedure, the device fired an incomplete staple line. The staples were open at the end. Sutured the staple line to complete the case with no pt consequence.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.